Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's friend reported unknown side "leaking silicone implant" and "experiencing all these symptoms." Patient later confirmed right side "rupture." Patient's friend later reported "non-stop fatigue", "unexplained weight gain", "rashes on my scalp", "breast appearance changes (one is lower than the other significantly, and the one hurting the most, right breast, appears to be swollen at the top of the breast)", "breast pain", "shortness of breath", "tingly and twitching in my legs", "swollen, heavy inflammation in my face and arms and upper body", "severe headaches, almost everyday, "blurred vision", "non-stop brain fog/cloudiness feeling", "brightness in my eyes is deteriorating", "physical pain and tiredness." Patient later reported "hair loss." The events of "non-stop fatigue" , ¿tiredness¿, "unexplained weight gain", "non-stop brain fog/cloudiness feeling", "blurred vision", "brightness in my eyes is deteriorating", "hair loss", "rashes on my scalp", "shortness of breath", "tingly and twitching in my legs", "swollen, heavy inflammation in my face and arms and upper body", "breast appearance changes (one is lower than the other significantly, and the one hurting the most, right breast, appears to be swollen at the top of the breast)" and "severe headaches, almost everyday" were determined to be not device-related. Device remains implanted.